Event description:
It was reported that the patient replaced the system controller at home on (B)(6) 2024 for reported "controller fault" alarm. The patient successfully replaced their controller. Upon receiving the controller, the clinic believed the alarm was actually a backup battery (ebb) fault alarm. Interrogation showed that the ebb was "not installed". It was noted that the system controller weighed as though an ebb was installed. Log files were submitted for review and captured a backup_battery_fault alarm flag associated with a (f34) ebb_circuit_fault.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 07nov2024 was reviewed. From the beginning of the data reviewed, intermittent backup battery faults activated due to backup battery circuit faults, consistent with a poor connection between the ribbon cable connector and the backup battery. The driveline was disconnected from the controller at 05:34, consistent with the reported controller exchange. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. Attempts were made to obtain additional event information, but no response was received. No equipment was returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.